Event description:
Information was received indicating that infusion of remodulin was stopped as the smiths medical cadd ms3 pump was noted to be "going in and out". Subsequently, the patient was hospitalized. No further information was provided.